Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 04/13/2016 with the following findings: during investigation, a review of the pump¿s black box showed evidence of short battery life with a drastic voltage drop leading to a cs 128 replace battery alarm. A visual inspection of the pump revealed a battery compartment crack between the keypad and the case seal. There was moisture corrosion observed inside the battery canister. A leak test was performed and a battery compartment leak was found. The pump was powered on with no auditory alerts; the battery indicator showed low battery levels with a new battery; short battery life was duplicated. During testing, the ez-prime steps were performed correctly. All current readings were found to be within specification. The pump¿s cover was removed and no further moisture ingress was observed. Further inspection found a broken solder joint on the piezo-circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.